Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The headless pin driver could not hold the headless pin during fixing the cutting guide. The cutting guide could not be fixed with the headless pin due to malfunction of the pin driver, so spare pin driver was used instead of it and the procedure was completed.

Manufacturer narrative:
The event was confirmed. Visual inspection: the ball seal spring (part no. 9000-8-423) inside the headless pin driver was found to be deformed. This did not allow the spring to apply tension to the pin. Dimensional inspection: not performed as the device was returned with damaged parts and would not meet dimensional specifications. Functional inspection: event confirmed. An unsuccessful attempt was made to assemble a headless pin (part no. 6541-4-062) into the returned device. The pin could not be held securely due to a deformed ball seal spring. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The investigation determined the likely root cause of the event to be the permanent deformation of the ball seal spring (part no. 9000-8-423) inside the headless pin driver. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The headless pin driver could not hold the headless pin during fixing the cutting guide. The cutting guide could not be fixed with the headless pin due to malfunction of the pin driver, so spare pin driver was used instead of it and the procedure was completed.